Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 extension cable came apart when it was disconnected. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results: the cable and connector were returned to the factory for eval. It showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection determined that one end of the cable connector had dislodged. Based upon the eval results, the reported complaint was confirmed.(B)(4).